Event description:
A couple of days ago, the patient had their pump and catheter removed due to infection. No intrathecal baclofen dose reduction/titration was done. Immediately post-op, the patient was reported to be doing fine; however, things progressively worsened over the last 48 hours. The patient was not coherent, on a ventilator, receiving benzodiazepines, 20 mg po baclofen, and additional medications. Additional information has been requested, a follow-up report will be sent if additional information becomes available.